Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the reported event occurred due to the defected videoscope cable maj-1430. As to the defect of maj-1430, it might be aging deterioration or damage caused by an external force.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to videoscope cable maj-1430. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during an unspecified timing, scope communication error b30 occurred in connection with 180 endoscopes and the videoscope cable maj-1430 was identified as the cause. There was no report of patient injury associated with the event.